Event description:
A trapease filter was deployed in the inferior vena cava (ivc) for deep vein thrombosis in a female patient in 2007. Heparin and the warfarin administration was started after implant. Three days later, the patient complained of back pain, and a retroperitoneal hemorrhage was noticed on CT scan. Three days after this, the patient had a blood transfusion of 800cc and her condition became stable. As of this report, the patient's condition is reported as stable, with no further hemorrhage. The patients blood pressure and vital signs are stable. The administration of warfarin has been restarted (it was not made clear by the reporting affiliate if the heparin and warfarin were ceased when the hemorrhage was detected, but it is assumed so). The diameter of the patient's ivc was 22-23mm, and according to the reporting affiliate, the exact area of hemorrhage is still unknown. No other vessel characteristics were available. No anomalies were noted in the filter prior to use, and no difficulty was experienced during insertion. The physician "suspects that there is a possibility that there was movement of the deployed filter for an unidentified reason, and the barbs of the product perforated the patient's ivc". It should be noted that no movement of the filter has been confirmed. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.